Event description:
The product was returned for analysis.

Manufacturer narrative:
Retainer ring black. Case type ngp. On-october 15, 2022, the customer alleged was for stuck button alarm and unresponsive buttons. Device received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test due to flashing medtronic logo. Unable to downloaded history files and traces using thump due to flashing medtronic logo during download phase. All buttons function properly. Device was cut open to perform visual inspection and found moisture damage to the electric board 1 and motor. Also found physical damage to on the l7 of electric board 1. The j1 connector on electric board 1 was locked properly during visual inspection. No stuck key alarm found in the history files or traces. Device passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damages to the retainer ring was noted during inspection. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, partially broken retainer, cracked case-corner of belt clip rails, and pillowing keypad overlay. A stuck button alarm did not occur during testing. Stuck button alarm was unknown due to device failed to download history files and traces due to flashing medtronic logo. Flashing medtronic logo was confirmed due to moisture damage on electric board 1. Keypad unresponsive was not confirmed. Damage to the retainer ring was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was getting stuck button occasionally. The customer was also not sure if there was a button pressed longer than three minutes at that time. Blood glucose value at the time of event was unknown. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The customer will discontinue use of the device.